Manufacturer narrative:
Product evaluation: the product was not returned for analysis. The lens remains implanted. Complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The cartridge product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. Additional information has been requested. The manufacturer internal reference number is: 2015-114218

Event description:
A doctor reported postoperative inflammation following an intraocular lens (iol) implant procedure. The patient also developed eyelid swelling and ocular hyperemia. The symptoms are currently continuing. It was noted that the patient has a medical history of sjogren's syndrome. Product sample is unavailable for return as it remains implanted. Bacterium inspection information has not been received. Additional information has been requested.

Event description:
Additional information was provided. Eye pain, corneal edema and keratic precipitates were also reported. Bacteriological testing was performed and the result was negative. Clinical judgment of the inflammation was considered to be non infectious due to the symptoms improving after steroid treatment. The patient's condition is improving.

Manufacturer narrative:
Alcon is investigating an increased number of cases of aseptic endophthalmitis cases reported since (B)(6) 2015 in cataract surgery patients who received restor® iols in various clinics in (B)(6). We take this situation very seriously and in the interest of patient safety, are voluntarily recalling restor® multifocal iols manufactured specifically for the (B)(4) market and advising surgeons in (B)(6) whose clinics have inventory of restor® iols to stop using these iols.

Event description:
Additional information was provided that the patient's condition is improving.